Event description:
The customer reported that while running a hepatitis core assay, summit sample handler did not pipette diluent or control into well position a5 and no error message was generated. A field service engineer was dispatched and was able to duplicate the event. Fse cleaned black sleeve and tip clamps and replaced plunger clamp, lot #1171870, in position #5. No death or serious injury was associated with this event.